Event description:
It was reported that this system exhibited oversensing on the right ventricular (rv) lead channel which led to an inappropriate atrial tachy response (atr) episode. Technical services (ts) was consulted due to low amplitude observed after the atr episode. Ts confirmed there was appropriate capture. No adverse patient effects were reported.